Event description:
It was reported that the bd safetyglide¿ insulin syringe with attached needle tip was found deformed and leaking before use. The following information was provided by the initial reporter: "the tip of syringe was deformed and oozing.

Manufacturer narrative:
H.6. Investigation summary two photos and one 1ml syringe with a safetyglide needle in an opened blister pack from batch 9177759 (p/n 305903) was received and evaluated. It was observed the tip of the syringe was in an oval shape and there were indentations present. The damage was rejectable per product specification. Potential root cause for the damaged tip defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9177759 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe, medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980580 (syringe). PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ insulin syringe with attached needle tip was found deformed and leaking before use. The following information was provided by the initial reporter: "the tip of syringe was deformed and oozing."